Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous left deep femoral artery (dfa). Four non-bsc stents were deployed after crossing the chronic total occlusion superficial femoral artery (sfa). Blood flow of the sfa became better; however, the blood flow in the dfa became worse. It was suspected that plaque shift occurred due to the placement of the non-bsc stents. A non-bsc guide wire was then crossed via the previously placed non-bsc stent, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was then selected and advanced to dilate the lesion. During the second inflation, the balloon ruptured. The procedure was completed with the dilation of the sfa using a 4mmx220mm coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed the reported balloon burst. The hypotube was partially separated at the distal end of the hub. Functional testing was attempted; however, due to the partial separation the balloon could not be inflated. There were numerous hypotube kinks. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous left deep femoral artery (dfa). Four non-bsc stents were deployed after crossing the chronic total occlusion superficial femoral artery (sfa). Blood flow of the sfa became better; however, the blood flow in the dfa became worse. It was suspected that plaque shift occurred due to the placement of the non-bsc stents. A non-bsc guide wire was then crossed via the previously placed non-bsc stent, a 4mm x 20mm x 144cm coyote es balloon catheter was then selected and advanced to dilate the lesion. During the second inflation, the balloon ruptured. The procedure was completed with the dilation of the sfa using a 4mmx220mm coyote balloon catheter. No patient complications were reported and the patient's status was good.